Event description:
A medwatch report was received with the following event description: "patient arrested. Attached AED and unable to obtain a rhythm." The pt was not resuscitated. The risk manager indicated that the device did not cause or contribute to the pt's outcome. This opinion was based on an assessment of the pt's condition. MFR 3015876-2006-00136.